Event description:
Additional information was received from the patient. When asked to clarify the statement that the ins was not working they stated that there was a stimulation output issue. The cause was unknown. They noted that they shut it off and started over. The issue had been resolved. The cause of the therapy settings not being where they left it was determined to to be an operator error. They noted that to resolve this they would pay attention better. They noted that the return of symptoms was resolved.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urinary incontinence. It was reported that the patient stated their symptoms returned a month or so ago, and they were urinating all over themselves. The patient stated that their ins didn't seem to be working. The patient stated that they had tried multiple stimulation adjustments, but it seemed like whenever they went back into their therapy settings, their therapy wasn't where they left it. They were concerned that they were doing it wrong. The patient services (ps) agent reviewed how to increase stimulation. The patient reported they would maintain their stimulation level and would continue to track their symptoms. The patient was redirected to their healthcare provider (hcp) if the issue persisted.

Manufacturer narrative:
B2: event date is month and year valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.